Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing vomiting and extreme vitamin d deficiency. This resulted in the patient needing to get their lapband removed. The patient is feeling better after having band removed and is not having any further issues.